Event description:
Reporter alleged customer received blood glucose test result of 816 mg/dl on the advantage system. The device should report numeric results in the range of 10-600 mg/dl, with results greater than 600 mg/dl being reported as "hi". The reporter stated that the customer had no symptoms. The reporter stated that the customer saw a physician based on the result, but that no treatment was received. No serious adverse event was reported in connection to the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.